Event description:
On 24-mar-2026, it was reported by a sales representative via phone that an ar-1288btbib-fc3 tightrope with flipcutter drill experienced an issue. The device's suture broke at the finger trap next to the metal button. No fragments or pieces had broken off from the device. This occurred during implantation in an acl reconstruction procedure. The case was delayed by approximately 10-15 minutes; no additional anesthesia was administered. No patient harm or adverse effect was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.